Event description:
It was reported that during a laparoscopic gastrectomy procedure, the staples of the proximal part were malformed at the 4th firing. The malformed staples were removed and additional suture was performed to complete the case. The device was used on the duodenum. Reinforcement material was not used. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?